Event description:
Boston scientific corporation was informed that during a gastroscopy procedure, three clips were attempted to stop ulcer bleeding. But the devices did not deploy the clips or the clips did not get out of the sheath. The procedure outcome was sclerosis by adrenaline injection. There was no pt complications reported. Pt's status after the procedure was reported as "ok". Note: this complaint is the one of three devices used in the procedure. Refer to MFR 3005099803-2009-00679 and MFR 3005099803-2009-00688 for other related report.

Manufacturer narrative:
.